Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) after being implanted for 44 months. This device had not delivered any shocks or pacing. There was a concern that the battery is depleting earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The ICD is scheduled to be replaced within the month and it is unknown if it will be returned once explanted. At this time, no additional information is available. If any additional information does become available, this report will be updated.